Event description:
The device would not pump fluid through the handpiece even after successful prime. A new cassette had to be opened to complete the procedure. The product had patient contact but no patient harm.